Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the pocket incision at some point after initial device implant. The exact date of the event is unknown and the cause was not determined. A new icm device was subsequently implanted and the pocket incision was closed using medical glue and sutures. There were no additional adverse patient effects.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the pocket incision at some point after initial device implant. The exact date of the event is unknown and the cause was not determined. A new icm device was subsequently implanted and the pocket incision was closed using medical glue and sutures. There were no additional adverse patient effects.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted no anomalies. Device battery diagnostic measurements were found to be normal. A series of automated tests were performed to verify device functionality and sensing. Normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation. Dehiscence is a known medical risk associated with the implantation of a device under the skin.